Event description:
It was reported the pt lost stimulation after bending over backwards on a yoga ball. An sjm representative met with the pt and lead diagnostics showed multiple invalid contacts. The sjm representative was able to reprogram around the invalid contracts, but another contact was found to be invalid a few days later. X-rays were taken to verify if the lead is fractured.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.